Manufacturer narrative:
Section d6: the medical records provided the correct implant date- (B)(6) 2013. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) and pulmonary embolism (pe) despite being on anticoagulation therapy. The patient had a resection of a pancreatic tumor recent to the index procedure. She developed a postoperative pe. The filter was deployed via the patient's right common femoral vein. The filter was placed just below the left renal vein. There were no complications. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, filter embedded in wall of inferior vena cava (ivc), device unable to be retrieved, blood clots, clotting and/or occlusion of the ivc. The form noted that one filter strut is believed to be close to the heart and anther is embedded in wall of ivc. The patient became aware of the reported events approximately three years and ten months after the index procedure, when there was an unsuccessful removal attempt. The patent continues to experience chest pains, breathing complications, emotional distress, mental anguish, anxiety and stress.   Medical records revealed that approximately three years and ten months after the index procedure there was an attempt to remove the filter due to malposition of the filter, performance of an angioplasty and placement of a stent. Access was gained through the left common femoral vein. An ivc snare retrieval system was advanced, and the filter was snared. However, the ivc filter was embedded within the ivc wall and could not be collapsed. The decision was made to place a stent across the ivc filter. The filter was balloon angioplastied against the ivc wall. Next, two wall stents were deployed through the ivc filter, basically plastering the filter against the ivc wall. The stenting was deemed successful and a final venogram demonstrates excellent flow through the ivc across the stented area.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis, thrombosis/embolism, fracture of one or more of the filter struts, stenosis and filter is embedded and unable to be retrieved. The patient reported becoming aware of filter fracture, embedded, device unable to be retrieved, and blood clots, clotting and/or occlusion of the inferior vena cava (ivc), approximately three years and ten months post implant, when the patient underwent an unsuccessful percutaneous removal attempt. The patient also reported that one filter strut is believed to be close to the heart and another is embedded in the wall of the ivc, in addition to chest pains, breathing complications and anxiety. According to the medical records the indication for the filter implant was deep vein thrombosis (dvt) and pulmonary embolus (pe) despite being on anticoagulation. The patient was known to have a hypercoagulable state and underwent a recent resection of a pancreatic tumor and developed a pe postoperatively despite anticoagulation. The filter was placed via the right common femoral vein and deployed just below the left renal vein, after the anatomy was adequately defined through venography. There were no complications and the patient tolerated the procedure well. Approximately three years and ten months post implant the patient presented for with removal or stent placement due to malposition of the filter and the risk for recurrent dvt. Access was gained through the left common femoral vein and the filter was snared; however, the filter could not be collapsed as it was embedded. Therefore, the decision was made to place a stent across the ivc filter. The filter was initially ballooned, followed by the placement of two wall stents, ¿basically plastering the filter against the ivc wall¿. There was residual eccentric thrombus within the ivc filter. There were no flow limiting areas seen within the ivc after the stent placement. There is currently no additional information available for review. He product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, occlusive thrombosis and stenosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. Due to the nature of the complaint and the limited information provided the chest pains and breathing complications experienced by the patient could not be further clarified nor a cause determined. Chest pain, breathing complications and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis, thrombosis/embolism, fracture of one or more of the filter struts, stenosis and filter is embedded and unable to be retrieved. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, occlusive thrombosis and stenosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, caval thrombosis, thrombosis/embolism, fracture of one or more of the filter struts, stenosis and filter is embedded and unable to be retrieved; although, no documented attempts to remove the filter were provided. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.